Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedances were checked today and there were repeating values that the nurse practitioner was concerned about. They provided the left lead impedances (in ohms): c-0 1895, c-1 661, c-2 661, c-3 1396, 0-1 1826,0-2 1826, 0- 3 2846, 1-2 "low," 1-3 1330, 2-3 1330. They stated that the low impedance on 1-2 pair was previously known about by the physician. The patient was "performing" fine and they have been avoiding programming on the 1-2 pair. They plan to have the patient perform off trail (meaning without the ins on) to be sure therapy is working. The patient is currently programmed on c-1 pair. They stated that the implantable neurostimulator (ins) is due for replacement, so they are considering how to proceed given the impedance issue. It was reviewed that repeating values likely stem from the low impedance on 1-2 as the repeating values are on pairs involving contact 1 or contact 2. Impedance issues typically involve lead or extension rather than the ins and they could consider intra-op impedance testing to narrow down which component has the issue. It was also reviewed they could consider only replacing the ins but the issue may worsen if it is on the lead or extension, which may affect the patient's therapy and lower impedances further, causing faster depletion of the ins. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the cause of low impedance was unknown and that it would be addressed whenever the ins reaches eri. The issue was not resolved at this time.